Event description:
Pt in for t&a; during the procedure while performing cauterization of the tonsil area, a burn was noted on the inner aspect of the tongue side of the check. Upon close inspection it was noted that there was a burn on the other side as well. Inspection of the electrode tip was inspected and a small hole in the insulation was noted.